Event description:
Originally reported to idtf, pt self-tester reports protime system inr results consistently low: on (B)(6) 2009, protime system inr 1.5, roche coaguchek xs system inr 2.5 . On (B)(6) 2009, protime system inr 3.5, unspecified reference system inr 4.8 . Pt therapeutic range 2.5 - 3.5 inr. No report of adverse events, serious injury, or intervention.

Manufacturer narrative:
(B)(4) - no product returned from user facility. Customer complaint could not be confirmed.